Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the IV set separated above pumping segment. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.